Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high/undefined pacing impedance and oversensing. The lead was partially explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated sensing integrity counter (sic), high rate non-sustained episodes and out of range impedance. It was noted that the lead had a fracture, noise and successfully aborted a shock. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.